Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's profiles were not crossed. A technical support specialist reviewed the es server for the specific patient ID provided, found that the patient had been assigned to unit erg. However, when checked further, it appears that the unit was not assigned to the 2south area. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient profile was not crossing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.